Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('on left side, besides an ¿adhesive magma¿ comprising no less than 4 devices having migrated out of uterus, tubes, left tube, left ovary, perforation of the uterus'), device dislocation ('on left side, an ¿adhesive magma¿ comprising no less than 4 devices having migrated out of uterus, tubes, left tube, left ovary'), salpingitis ('on the right side, the implanted material was responsible for "strange inflammation"'), device breakage ('one essure fragment of the essure implant in omentum horn, second totally impacted next to the vaginal hysterectomy scar'), embedded device ('one essure fragment of the essure implant in omentum horn, second totally impacted next to the vaginal hysterectomy scar'), appendicitis ('appendicitis'), noninfective oophoritis ('right ovary, also inflamed'), abdominal adhesions ('joining of right ovary to appendicular tip') and device expulsion ('one essure one migrated with cervico-isthmic area') in a 38-year-old female patient who had essure inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "three devices inserted into left tube" on (B)(6) 2011, device difficult to use "device insertion into left tubal ostium difficult" on (B)(6) 2011 and device deployment issue "three devices were not released in left tubal ostium" on (B)(6) 2011. The patient's medical history included general anaesthesia on (B)(6) 2011 and abortion (in summer). Concurrent conditions included nickel sensitivity (from young age). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("significant pain in left lower abdomen"), adnexa uteri pain ("pain particularly in ovary"), gastrointestinal pain ("intestinal pain"), dysmenorrhoea ("menstruation periods particularly painful"), fatigue ("chronic and heavy fatigue / chronic fatigue"), abdominal pain ("belly aches"), joint pain ("joint pain"), dyspepsia ("digestive problems") and calcinosis ("calcification"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("essure device removal incomplete"). In 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required), appendicitis (seriousness criteria hospitalization and medically significant), noninfective oophoritis (seriousness criteria medically significant and intervention required) and abdominal adhesions (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criterion medically significant), abdominal pain upper ("constant pain in the stomach, sometimes extending to the area of the ovaries"), headache ("unusual headaches, varying in intensity but frequent"), paraesthesia ("tingling in the arms and hands"), menorrhagia ("intermittently hemorrhagic periods, apart from an antecedent in this sense"), asthenia ("generalized loss of energy"), disturbance in attention ("concentration disorders"), memory impairment ("immediate memory impairment"), loss of libido ("loss of libido"), sleep disorder ("unprecedented sleep disorders, non-restorative sleep"), initial insomnia ("difficulty falling asleep"), insomnia ("recurrent insomnia sometimes over several days, that only yields with help of medication"), skin reaction ("significant skin reactions (appearance of red patches) with associated oozing"), tendon calcification ("tendon pathology of the right shoulder, disabling (unbroken calcification)") and shoulder pain ("pain in left shoulder"). The patient was treated with physical therapy (physiotherapy) and surgery (appendectomy on (B)(6) 2018, omentectomy on (B)(6) 2018, on (B)(6) 2018 laparotomy with a subtotal hysterectomy, salpingectomy, oophorectomy and right ovarectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. On (B)(6) 2018, the complication of device removal had resolved. At the time of the report, the uterine perforation, device dislocation, salpingitis, device breakage, pelvic pain, adnexa uteri pain, gastrointestinal pain, abdominal pain upper, headache, loss of libido, sleep disorder, initial insomnia, insomnia, skin reaction, tendon calcification, abdominal pain, joint pain, dyspepsia and calcinosis outcome was unknown, the embedded device, appendicitis, noninfective oophoritis, abdominal adhesions, device expulsion, dysmenorrhoea, paraesthesia, menorrhagia, fatigue, asthenia and shoulder pain had resolved and the disturbance in attention and memory impairment had not resolved. The reporter considered abdominal adhesions, abdominal pain, abdominal pain upper, adnexa uteri pain, appendicitis, asthenia, calcinosis, complication of device removal, device breakage, device dislocation, device expulsion, disturbance in attention, dysmenorrhoea, dyspepsia, embedded device, fatigue, gastrointestinal pain, headache, initial insomnia, insomnia, joint pain, loss of libido, memory impairment, menorrhagia, noninfective oophoritis, paraesthesia, pelvic pain, salpingitis, skin reaction, sleep disorder, tendon calcification, uterine perforation and shoulder pain to be related to essure. The reporter commented: initially physician report stated the three devices that could not be released in left tubal ostium plus inserters were already sent to company. Hysterosalpingogram three months later showed tubal occlusion, but five implants, three of which were contiguous to the left, one in right tube and one in uterine cervix-isthmic area. Patient experienced symptoms, and on (B)(6) 2018, a laparotomy with subtotal hysterectomy including a salpingectomy and an oophorectomy were performed. Afterwards fragments were detected, surgical exploration on (B)(6) 2018 found two embedded fragments, appendicitis caused by caused by the joining of right inflamed ovary to the appendicular tip. After five essure devices and fragments were removed, many symptoms disappeared. The patient was tired from the operations she underwent, but the chronic fatigue she suffered had disappeared. She also no longer had pain in left shoulder, nor any paresthesia, but certain cognitive disorders remain diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2011: five essure implants: one implant in right tubal ostium. One migrated in uterus with cervico-isthmic area. Three implants on the left.; on (B)(6) 2018: five essure devices seen in projection of the pelvic cavity. There is a small fragment of the device a little higher located than the others visualized in projection of the upper part of the left iliac wing; in 2018: discovery of a sixth implant, having migrated and located in the greater omentum. Colonoscopy - on an unknown date: negative. Hysterosalpingogram - on (B)(6) 2012: good efficacy of essure implants, the tubes were not patent. Five implants seen, three of which are contiguous to the left. Hysteroscopy - on (B)(6) 2011: first inserter guide with essure implant introduced without difficulty into left tubal ostium. Implant release maneuver done according to the protocol, but the implant was not released and the system was blocked. Second implant was introduced, again the implant was not released. Third inserter guide inserted, tried to put the implant at level of right tubal ostium. Maneuver done according to recommended protocol, but for the third time, the implant was not released. Fourth implant then was delivered without problem in left tubal ostium. Three trailing coils visualized. On the right the implant was released without problem and two trailing coils were visible on the right. Laparotomy - on (B)(6) 2018: five implants removed via a subtotal hysterectomy, including a salpingectomy and an oophorectomy: on the right side, implanted material was responsible for "strange inflammation". On the left side, besides an ¿adhesive magma¿ comprising no less than 4 devices having migrated out of uterus and tubes, left tube and left ovary, a perforation of the uterus; in 2018: exploration found a fragment of essure implant in omentum horn and a second fragment ¿totally impacted next to the vaginal hysterectomy scar, also appendicitis caused by the joining of the right ovary, which was also inflamed, to the appendicular tip. Two surgeons performed an omentectomy, right ovariectomy and an appendectomy. Magnetic resonance imaging - on (B)(6) 2018: migration of the various devices which, appear to be confined to the pelvis and the para-uterine region. Ultrasound pelvis - on (B)(6) 2011: five essure implants: one implant in right tubal ostium. One migrated in uterus with cervico-isthmic area. Three implants on the left. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 22-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('on left side, besides an ¿adhesive magma¿ comprising no less than 4 devices having migrated out of uterus, tubes, left tube, left ovary, perforation of the uterus'), device dislocation ('on left side, an ¿adhesive magma¿ comprising no less than 4 devices having migrated out of uterus, tubes, left tube, left ovary'), salpingitis ('on the right side, the implanted material was responsible for "strange inflammation"'), device breakage ('one essure fragment of the essure implant in omentum horn, second totally impacted next to the vaginal hysterectomy scar'), embedded device ('one essure fragment of the essure implant in omentum horn, second totally impacted next to the vaginal hysterectomy scar'), appendicitis ('appendicitis'), noninfective oophoritis ('right ovary, also inflamed'), abdominal adhesions ('joining of right ovary to appendicular tip') and device expulsion ('one essure one migrated with cervico-isthmic area') in a 38-year-old female patient who had essure inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "three devices inserted into left tube" on (B)(6) 2011, device difficult to use "device insertion into left tubal ostium difficult" on (B)(6) 2011 and device deployment issue "three devices were not released in left tubal ostium" on (B)(6) 2011. The patient's medical history included general anaesthesia on (B)(6) 2011 and abortion (in summer). Concurrent conditions included nickel sensitivity (from young age). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("significant pain in left lower abdomen"), adnexa uteri pain ("pain particularly in ovary"), gastrointestinal pain ("intestinal pain"), dysmenorrhoea ("menstruation periods particularly painful"), fatigue ("chronic and heavy fatigue / chronic fatigue"), abdominal pain ("belly aches"), joint pain ("joint pain"), dyspepsia ("digestive problems") and calcinosis ("calcification"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("essure device removal incomplete"). In 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required), appendicitis (seriousness criteria hospitalization and medically significant), noninfective oophoritis (seriousness criteria medically significant and intervention required) and abdominal adhesions (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criterion medically significant), abdominal pain upper ("constant pain in the stomach, sometimes extending to the area of the ovaries"), headache ("unusual headaches, varying in intensity but frequent"), paraesthesia ("tingling in the arms and hands"), menorrhagia ("intermittently hemorrhagic periods, apart from an antecedent in this sense"), asthenia ("generalized loss of energy"), disturbance in attention ("concentration disorders"), memory impairment ("immediate memory impairment"), loss of libido ("loss of libido"), sleep disorder ("unprecedented sleep disorders, non-restorative sleep"), initial insomnia ("difficulty falling asleep"), insomnia ("recurrent insomnia sometimes over several days, that only yields with help of medication"), skin reaction ("significant skin reactions (appearance of red patches) with associated oozing"), tendon calcification ("tendon pathology of the right shoulder, disabling (unbroken calcification)") and shoulder pain ("pain in left shoulder"). The patient was treated with physical therapy (physiotherapy) and surgery (appendectomy on (B)(6) 2018, omentectomy on (B)(6) 2018, on (B)(6) 2018 laparotomy with a subtotal hysterectomy, salpingectomy, oophorectomy and right ovariectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. On (B)(6) 2018, the complication of device removal had resolved. At the time of the report, the uterine perforation, device dislocation, salpingitis, device breakage, pelvic pain, adnexa uteri pain, gastrointestinal pain, abdominal pain upper, headache, loss of libido, sleep disorder, initial insomnia, insomnia, skin reaction, tendon calcification, abdominal pain, joint pain, dyspepsia and calcinosis outcome was unknown, the embedded device, appendicitis, noninfective oophoritis, abdominal adhesions, device expulsion, dysmenorrhoea, paraesthesia, menorrhagia, fatigue, asthenia and shoulder pain had resolved and the disturbance in attention and memory impairment had not resolved. The reporter considered abdominal adhesions, abdominal pain, abdominal pain upper, adnexa uteri pain, appendicitis, asthenia, calcinosis, complication of device removal, device breakage, device dislocation, device expulsion, disturbance in attention, dysmenorrhoea, dyspepsia, embedded device, fatigue, gastrointestinal pain, headache, initial insomnia, insomnia, joint pain, loss of libido, memory impairment, menorrhagia, noninfective oophoritis, paraesthesia, pelvic pain, salpingitis, skin reaction, sleep disorder, tendon calcification, uterine perforation and shoulder pain to be related to essure. The reporter commented: initially physician report stated the three devices that could not be released in left tubal ostium plus inserters were already sent to company. Hysterosalpingogram three months later showed tubal occlusion, but five implants, three of which were contiguous to the left, one in right tube and one in uterine cervix-isthmic area. Patient experienced symptoms, and on (B)(6) 2018, a laparotomy with subtotal hysterectomy including a salpingectomy and an oophorectomy were performed. Afterwards fragments were detected, surgical exploration on (B)(6) 2018 found two embedded fragments, appendicitis caused by caused by the joining of right inflamed ovary to the appendicular tip. After five essure devices and fragments were removed, many symptoms disappeared. The patient was tired from the operations she underwent, but the chronic fatigue she suffered had disappeared. She also no longer had pain in left shoulder, nor any paresthesia, but certain cognitive disorders remain diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2011: five essure implants: one implant in right tubal ostium. One migrated in uterus with cervico-isthmic area. Three implants on the left; on (B)(6) 2018: five essure devices seen in projection of the pelvic cavity. There is a small fragment of the device a little higher located than the others visualized in projection of the upper part of the left iliac wing; in 2018: discovery of a sixth implant, having migrated and located in the greater omentum. Colonoscopy - on an unknown date: negative. Hysterosalpingogram - on (B)(6) 2012: good efficacy of essure implants, the tubes were not patent. Five implants seen, three of which are contiguous to the left. Hysteroscopy - on (B)(6) 2011: first inserter guide with essure implant introduced without difficulty into left tubal ostium. Implant release maneuver done according to the protocol, but the implant was not released and the system was blocked. Second implant was introduced, again the implant was not released. Third inserter guide inserted, tried to put the implant at level of right tubal ostium. Maneuver done according to recommended protocol, but for the third time, the implant was not released. Fourth implant then was delivered without problem in left tubal ostium. Three trailing coils visualized. On the right the implant was released without problem and two trailing coils were visible on the right. Laparotomy - on (B)(6) 2018: five implants removed via a subtotal hysterectomy, including a salpingectomy and an oophorectomy: on the right side, implanted material was responsible for "strange inflammation". On the left side, besides an ¿adhesive magma¿ comprising no less than 4 devices having migrated out of uterus and tubes, left tube and left ovary, a perforation of the uterus; in 2018: exploration found a fragment of essure implant in omentum horn and a second fragment ¿totally impacted next to the vaginal hysterectomy scar, also appendicitis caused by the joining of the right ovary, which was also inflamed, to the appendicular tip. Two surgeons performed an omentectomy, right ovariectomy and an appendectomy. Magnetic resonance imaging - on (B)(6) 2018: migration of the various devices which, appear to be confined to the pelvis and the para-uterine region. Ultrasound pelvis - on (B)(6) 2011: five essure implants: one implant in right tubal ostium. One migrated in uterus with cervico-isthmic area. Three implants on the left. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 5-dec-2020: marriage name was added (cal fou), the maiden name was kept on another tab (cal val). The following information were updated from the case form (B)(4). On reporter: regulatory authority; on event: tab: belly pain, joint pain, digestive problems, calcification were added and onset date was added on event chronic fatigue. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('on left side, besides an ¿adhesive magma¿ comprising no less than 4 devices having migrated out of uterus, tubes, left tube, left ovary, perforation of the uterus'), device dislocation ('on left side, an ¿adhesive magma¿ comprising no less than 4 devices having migrated out of uterus, tubes, left tube, left ovary'), salpingitis ('on the right side, the implanted material was responsible for "strange inflammation"'), device breakage ('one essure fragment of the essure implant in omentum horn, second totally impacted next to the vaginal hysterectomy scar'), embedded device ('one essure fragment of the essure implant in omentum horn, second totally impacted next to the vaginal hysterectomy scar'), appendicitis ('appendicitis'), noninfective oophoritis ('right ovary, also inflamed'), abdominal adhesions ('joining of right ovary to appendicular tip') and device expulsion ('one essure one migrated with cervico-isthmic area') in a 38-year-old female patient who had essure inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "three devices inserted into left tube" on (B)(6) 2011, device deployment issue "three devices were not released in left tubal ostium" on (B)(6) 2011, device difficult to use "device insertion into left tubal ostium difficult" on (B)(6) 2011 and complication of device removal "essure device removal incomplete" from (B)(6) 2018 to (B)(6) 2018. The patient's medical history included general anaesthesia on (B)(6) 2011 and abortion (in summer). Concurrent conditions included nickel sensitivity (from young age). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("significant pain in left lower abdomen"), adnexa uteri pain ("pain particularly in ovary"), gastrointestinal pain ("intestinal pain"), dysmenorrhoea ("menstruation periods particularly painful"), fatigue ("chronic and heavy fatigue / chronic fatigue"), abdominal pain ("belly aches"), joint pain ("joint pain"), dyspepsia ("digestive problems") and calcinosis ("calcification"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required), appendicitis (seriousness criteria hospitalization and medically significant), noninfective oophoritis (seriousness criteria medically significant and intervention required) and abdominal adhesions (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criterion medically significant), abdominal pain upper ("constant pain in the stomach, sometimes extending to the area of the ovaries"), headache ("unusual headaches, varying in intensity but frequent"), paraesthesia ("tingling in the arms and hands"), heavy menstrual bleeding ("intermittently hemorrhagic periods, apart from an antecedent in this sense"), asthenia ("generalized loss of energy"), disturbance in attention ("concentration disorders"), memory impairment ("immediate memory impairment"), loss of libido ("loss of libido"), sleep disorder ("unprecedented sleep disorders, non-restorative sleep"), initial insomnia ("difficulty falling asleep"), insomnia ("recurrent insomnia sometimes over several days, that only yields with help of medication"), skin reaction ("significant skin reactions (appearance of red patches) with associated oozing"), tendon calcification ("tendon pathology of the right shoulder, disabling (unbroken calcification)"), shoulder pain ("pain in left shoulder"), gastritis ("gastritis"), bursitis ("bursitis of right shoulder"), tinnitus ("tinnitus") and neck pain ("cervical pain"). The patient was treated with physical therapy (physiotherapy) and surgery (appendectomy on (B)(6) 2018, omentectomy on (B)(6) 2018, on (B)(6) 2018 laparotomy with a subtotal hysterectomy, salpingectomy, oophorectomy and right ovarectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device dislocation, salpingitis, device breakage, pelvic pain, adnexa uteri pain, gastrointestinal pain, abdominal pain upper, headache, loss of libido, sleep disorder, initial insomnia, insomnia, skin reaction, tendon calcification, abdominal pain, joint pain, dyspepsia, calcinosis, gastritis, bursitis, tinnitus and neck pain outcome was unknown, the embedded device, appendicitis, noninfective oophoritis, abdominal adhesions, device expulsion, dysmenorrhoea, paraesthesia, heavy menstrual bleeding, fatigue, asthenia and shoulder pain had resolved and the disturbance in attention and memory impairment had not resolved. The reporter considered abdominal adhesions, abdominal pain, abdominal pain upper, adnexa uteri pain, appendicitis, asthenia, bursitis, calcinosis, device breakage, device dislocation, device expulsion, disturbance in attention, dysmenorrhoea, dyspepsia, embedded device, fatigue, gastritis, gastrointestinal pain, headache, heavy menstrual bleeding, initial insomnia, insomnia, joint pain, loss of libido, memory impairment, neck pain, noninfective oophoritis, paraesthesia, pelvic pain, salpingitis, skin reaction, sleep disorder, tendon calcification, tinnitus, uterine perforation and shoulder pain to be related to essure. The reporter commented: initially physician report stated the three devices that could not be released in left tubal ostium plus inserters were already sent to company. Hysterosalpingogram three months later showed tubal occlusion, but five implants, three of which were contiguous to the left, one in right tube and one in uterine cervix-isthmic area. Patient experienced symptoms, and on (B)(6) 2018, a laparotomy with subtotal hysterectomy including a salpingectomy and an oophorectomy were performed. Afterwards fragments were detected, surgical exploration on (B)(6) 2018 found two embedded fragments, appendicitis caused by caused by the joining of right inflamed ovary to the appendicular tip. After five essure devices and fragments were removed, many symptoms disappeared. The patient was tired from the operations she underwent, but the chronic fatigue she suffered had disappeared. She also no longer had pain in left shoulder, nor any paresthesia, but certain cognitive disorders remain left: 3 trailing coils; right: 2 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2011: five essure implants: one implant in right tubal ostium. One migrated in uterus with cervico-isthmic area. Three implants on the left.; on (B)(6) 2018: five essure devices seen in projection of the pelvic cavity. There is a small fragment of the device a little higher located than the others visualized in projection of the upper part of the left iliac wing; in 2018: discovery of a sixth implant, having migrated and located in the greater omentum. Colonoscopy - on an unknown date: negative. Hysterosalpingogram - on (B)(6) 2012: good efficacy of essure implants, the tubes were not patent. Five implants seen, three of which are contiguous to the left. Hysteroscopy - on (B)(6) 2011: first inserter guide with essure implant introduced without difficulty into left tubal ostium. Implant release maneuver done according to the protocol, but the implant was not released and the system was blocked. Second implant was introduced, again the implant was not released. Third inserter guide inserted, tried to put the implant at level of right tubal ostium. Maneuver done according to recommended protocol, but for the third time, the implant was not released. Fourth implant then was delivered without problem in left tubal ostium. Three trailing coils visualized. On the right the implant was released without problem and two trailing coils were visible on the right. Laparotomy - on (B)(6) 2018: five implants removed via a subtotal hysterectomy, including a salpingectomy and an oophorectomy: on the right side, implanted material was responsible for "strange inflammation". On the left side, besides an ¿adhesive magma¿ comprising no less than 4 devices having migrated out of uterus and tubes, left tube and left ovary, a perforation of the uterus; in 2018: exploration found a fragment of essure implant in omentum horn and a second fragment ¿totally impacted next to the vaginal hysterectomy scar, also appendicitis caused by the joining of the right ovary, which was also inflamed, to the appendicular tip. Two surgeons performed an omentectomy, right ovariectomy and an appendectomy. Magnetic resonance imaging - on (B)(6) 2018: migration of the various devices which, appear to be confined to the pelvis and the para-uterine region. Ultrasound pelvis - on (B)(6) 2011: five essure implants: one implant in right tubal ostium. One migrated in uterus with cervico-isthmic area. Three implants on the left. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-dec-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("on left side, besides an ¿adhesive magma¿ comprising no less than 4 devices having migrated out of uterus, tubes, left tube, left ovary, perforation of the uterus"), device dislocation ("on left side, an ¿adhesive magma¿ comprising no less than 4 devices having migrated out of uterus, tubes, left tube, left ovary"), salpingitis ("on the right side, the implanted material was responsible for "strange inflammation""), device breakage ("one essure fragment of the essure implant in omentum horn, second totally impacted next to the vaginal hysterectomy scar"), embedded device ("one essure fragment of the essure implant in omentum horn, second totally impacted next to the vaginal hysterectomy scar"), appendicitis ("appendicitis"), noninfective oophoritis ("right ovary, also inflamed"), abdominal adhesions ("joining of right ovary to appendicular tip") and device expulsion ("one essure one migrated with cervico-isthmic area") in a 38 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("essure device removal incomplete" from (B)(6) 2018), inappropriate insertion of multiple contraceptive devices ("three devices inserted into left tube" on (B)(6) 2011), device insertion difficult ("device insertion into left tubal ostium difficult" on (B)(6) 2011) and device deployment issue ("three devices were not released in left tubal ostium" on (B)(6) 2011). The patient had a medical history of general anaesthesia in 2011 and abortion (in summer). As concurrent condition the report mentioned nickel sensitivity (from young age). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the day of essure insertion, she experienced pelvic pain ("significant pain in left lower abdomen"), adnexa uteri pain ("pain particularly in ovary"), gastrointestinal pain ("intestinal pain"), dysmenorrhoea ("menstruation periods particularly painful"), fatigue ("chronic and heavy fatigue / chronic fatigue"), abdominal pain ("belly aches"), joint pain ("joint pain"), dyspepsia ("digestive problems") and calcinosis ("calcification"). On (B)(6) 2011 she experienced device expulsion (seriousness criterion medically important). On (B)(6) 2018 she experienced device breakage (seriousness criteria medically important and intervention required). Essure was removed on (B)(6) 2018. In 2018 she experienced embedded device (seriousness criteria medically important and intervention required), appendicitis (seriousness criteria hospitalisation and medically important), noninfective oophoritis (seriousness criteria medically important and intervention required) and abdominal adhesions (seriousness criteria medically important and intervention required). An unknown time later she experienced uterine perforation (seriousness criteria medically important and intervention required), device dislocation (seriousness criteria medically important and intervention required), salpingitis (seriousness criterion medically important), abdominal pain upper ("constant pain in the stomach, sometimes extending to the area of the ovaries"), headache ("unusual headaches, varying in intensity but frequent"), paraesthesia ("tingling in the arms and hands"), heavy menstrual bleeding ("intermittently hemorrhagic periods, apart from an antecedent in this sense"), asthenia ("generalized loss of energy"), disturbance in attention ("concentration disorders"), memory impairment ("immediate memory impairment"), loss of libido ("loss of libido"), sleep disorder ("unprecedented sleep disorders, non-restorative sleep"), initial insomnia ("difficulty falling asleep"), insomnia ("recurrent insomnia sometimes over several days, that only yields with help of medication"), skin reaction ("significant skin reactions (appearance of red patches) with associated oozing"), tendon calcification ("tendon pathology of the right shoulder, disabling (unbroken calcification)"), shoulder pain ("pain in left shoulder"), gastritis ("gastritis"), bursitis ("bursitis of right shoulder"), tinnitus ("tinnitus") and neck pain ("cervical pain"). On (B)(6) 2018, the patient was treated with laparotomy with a subtotal hysterectomy, salpingectomy and oophorectomy. On (B)(6) 2018, she underwent omentectomy, appendectomy and right ovarectomy. At the time of the report, the embedded device, appendicitis, noninfective oophoritis, abdominal adhesions, device expulsion, dysmenorrhoea, paraesthesia, heavy menstrual bleeding, fatigue, asthenia and shoulder pain had resolved and the disturbance in attention and memory impairment had not resolved. The outcomes for uterine perforation, device dislocation, salpingitis, device breakage, pelvic pain, adnexa uteri pain, gastrointestinal pain, abdominal pain upper, headache, loss of libido, sleep disorder, initial insomnia, insomnia, skin reaction, tendon calcification, abdominal pain, arthralgia, dyspepsia, calcinosis, gastritis, bursitis, tinnitus and neck pain were unknown. The reporter considered abdominal adhesions, abdominal pain, abdominal pain upper, adnexa uteri pain, appendicitis, joint pain, shoulder pain, asthenia, bursitis, calcinosis, device breakage, device dislocation, device expulsion, disturbance in attention, dysmenorrhoea, dyspepsia, embedded device, fatigue, gastritis, gastrointestinal pain, headache, heavy menstrual bleeding, initial insomnia, insomnia, loss of libido, memory impairment, neck pain, noninfective oophoritis, paraesthesia, pelvic pain, salpingitis, skin reaction, sleep disorder, tendon calcification, tinnitus and uterine perforation to be related to essure administration. The reporter commented: initially physician report stated the three devices that could not be released in left tubal ostium plus inserters were already sent to company. Hysterosalpingogram three months later showed tubal occlusion, but five implants, three of which were contiguous to the left, one in right tube and one in uterine cervix-isthmic area. Patient experienced symptoms, and on (B)(6) 2018, a laparotomy with subtotal hysterectomy including a salpingectomy and an oophorectomy were performed. Afterwards fragments were detected, surgical exploration on (B)(6) 2018 found two embedded fragments, appendicitis caused by caused by the joining of right inflamed ovary to the appendicular tip. After five essure devices and fragments were removed, many symptoms disappeared. The patient was tired from the operations she underwent, but the chronic fatigue she suffered had disappeared. She also no longer had pain in left shoulder, nor any paresthesia, but certain cognitive disorders remain left: 3 trailing coils; right: 2 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2011: five essure implants: one implant in right tubal ostium. One migrated in uterus with cervico-isthmic area. Three implants on the left.; in 2018: discovery of a sixth implant, having migrated and located in the greater omentum; on (B)(6) 2018: five essure devices seen in projection of the pelvic cavity. There is a small fragment of the device a little higher located than the others visualized in projection of the upper part of the left iliac wing [colonoscopy] (date unknown): negative [hysterosalpingogram] on (B)(6) 2012: good efficacy of essure implants, the tubes were not patent. Five implants seen, three of which are contiguous to the left [hysteroscopy] on (B)(6) 2011: first inserter guide with essure implant introduced without difficulty into left tubal ostium. Implant release maneuver done according to the protocol, but the implant was not released and the system was blocked. Second implant was introduced, again the implant was not released. Third inserter guide inserted, tried to put the implant at level of right tubal ostium. Maneuver done according to recommended protocol, but for the third time, the implant was not released. Fourth implant then was delivered without problem in left tubal ostium. Three trailing coils visualized. On the right the implant was released without problem and two trailing coils were visible on the right [laparotomy] in 2018: exploration found a fragment of essure implant in omentum horn and a second fragment ¿totally impacted next to the vaginal hysterectomy scar, also appendicitis caused by the joining of the right ovary, which was also inflamed, to the appendicular tip. Two surgeons performed an omentectomy, right ovariectomy and an appendectomy; on (B)(6) 2018: five implants removed via a subtotal hysterectomy, including a salpingectomy and an oophorectomy: on the right side, implanted material was responsible for "strange inflammation". On the left side, besides an ¿adhesive magma¿ comprising no less than 4 devices having migrated out of uterus and tubes, left tube and left ovary, a perforation of the uterus [magnetic resonance imaging] on (B)(6) 2018: migration of the various devices which, appear to be confined to the pelvis and the para-uterine region [ultrasound pelvis] on (B)(6) 2011: five essure implants: one implant in right tubal ostium. One migrated in uterus with cervico-isthmic area. Three implants on the left quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 02-dec-2022: medical records received. Events: gastritis, bursitis of right shoulder, tinnitus and cervical pain were added, reporter causality comment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforation of the uterus"), device dislocation ("on left side, an ¿adhesive magma¿ comprising no less than 4 devices having migrated out of uterus, tubes, left tube, left ovary"), device breakage ("one essure fragment in omentum horn, second totally impacted next to the vaginal hysterectomy scar"), embedded device ("second fragment totally impacted next to the vaginal hysterectomy scar"), salpingitis ("on the right side, the implanted material was responsible for "strange inflammation""), appendicitis ("appendicitis"), noninfective oophoritis ("right ovary, also inflamed"), abdominal adhesions ("joining of right ovary to appendicular tip") and device expulsion ("one essure migrated with cervico-isthmic area") in a 38 year-old female patient who had essure inserted (lot no. 838572) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("essure device removal incomplete" from (B)(6) 2018), inappropriate insertion of multiple contraceptive devices ("three devices inserted into left tube" on (B)(6) 2011), device insertion difficult ("device insertion into left tubal ostium difficult" on (B)(6) 2011) and device deployment issue ("three devices were not released in left tubal ostium" on (B)(6) 2011). The patient had a medical history of general anaesthesia in 2011 and smoker and abortion (in summer). As concurrent condition the report mentioned nickel sensitivity (from young age). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the day of essure insertion, she experienced pelvic pain ("significant pain in left lower abdomen"), dysmenorrhoea ("menstruation periods particularly painful"), abdominal pain ("belly aches"), adnexa uteri pain ("pain particularly in ovary"), gastrointestinal pain ("intestinal pain"), fatigue ("chronic and heavy fatigue / chronic fatigue"), joint pain ("joint pain"), dyspepsia ("digestive problems") and calcinosis ("calcification"). On (B)(6) 2011 she experienced device expulsion (seriousness criterion medically important). On (B)(6) 2018 she experienced device breakage (seriousness criterion intervention required). Essure was removed on (B)(6) 2018. In 2018 she experienced embedded device (seriousness criterion intervention required), appendicitis (seriousness criteria hospitalisation and medically important), noninfective oophoritis (seriousness criterion intervention required) and abdominal adhesions (seriousness criteria medically important and intervention required). An unknown time later she experienced uterine perforation (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), salpingitis (seriousness criterion intervention required), heavy menstrual bleeding ("intermittently hemorrhagic periods, apart from an antecedent in this sense"), headache ("unusual headaches, varying in intensity but frequent"), abdominal pain upper ("constant pain in the stomach, sometimes extending to the area of the ovaries"), paraesthesia ("tingling in the arms and hands"), asthenia ("generalized loss of energy"), disturbance in attention ("concentration disorders"), memory impairment ("immediate memory impairment"), loss of libido ("loss of libido"), sleep disorder ("unprecedented sleep disorders, non-restorative sleep"), initial insomnia ("difficulty falling asleep"), insomnia ("recurrent insomnia sometimes over several days, that only yields with help of medication"), skin reaction ("significant skin reactions (appearance of red patches) with associated oozing"), tendon calcification ("tendon pathology of the right shoulder, disabling (unbroken calcification)"), shoulder pain ("pain in left shoulder"), gastritis ("gastritis"), bursitis ("bursitis of right shoulder"), tinnitus ("tinnitus") and neck pain ("cervical pain"). The patient was treated with surgery (laparotomy with subtotal hysterectomy, salpingectomy, oophorectomy on (B)(6) 2018, omentectomy on (B)(6) 2018, appendectomy on (B)(6) 2018, right ovariectomy on (B)(6) 2018 and ) and physical therapy (physiotherapy). At the time of the report, the embedded device, appendicitis, noninfective oophoritis, abdominal adhesions, device expulsion, dysmenorrhoea, heavy menstrual bleeding, paraesthesia, fatigue, asthenia and shoulder pain had resolved and the disturbance in attention and memory impairment had not resolved. The outcomes for uterine perforation, device dislocation, device breakage, salpingitis, pelvic pain, abdominal pain, adnexa uteri pain, headache, gastrointestinal pain, abdominal pain upper, loss of libido, sleep disorder, initial insomnia, insomnia, skin reaction, tendon calcification, arthralgia, dyspepsia, calcinosis, gastritis, bursitis, tinnitus and neck pain were unknown. The reporter considered abdominal adhesions, abdominal pain, abdominal pain upper, adnexa uteri pain, appendicitis, joint pain, shoulder pain, asthenia, bursitis, calcinosis, device breakage, device dislocation, device expulsion, disturbance in attention, dysmenorrhoea, dyspepsia, embedded device, fatigue, gastritis, gastrointestinal pain, headache, heavy menstrual bleeding, initial insomnia, insomnia, loss of libido, memory impairment, neck pain, noninfective oophoritis, paraesthesia, pelvic pain, salpingitis, skin reaction, sleep disorder, tendon calcification, tinnitus and uterine perforation to be related to essure. The reporter commented: initially physician report stated the three devices that could not be released in left tubal ostium plus inserters were already sent to company. Hysterosalpingogram 3 months later showed tubal occlusion, but five implants, three of which were contiguous to the left, one in right tube and one in uterine cervix-isthmic area. Patient experienced symptoms, and on (B)(6) 2018, a laparotomy with subtotal hysterectomy including salpingectomy and oophorectomy were performed. Afterwards fragments were detected, laparoscopy on (B)(6) 2018 found two embedded fragments, appendicitis caused by the joining of right inflamed ovary to the appendicular tip. After five essure devices and fragments were removed, many symptoms disappeared. The patient was tired from the operations she underwent, but the chronic fatigue had disappeared. She also no longer had pain in left shoulder, nor any paresthesia, but certain cognitive disorders remain. Left: 3 trailing coils; right: 2 trailing coils. Essure lot numbers as per source data: 816053, 838572, 882188. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2011: five essure implants: one implant in right tubal ostium. One migrated in uterus with cervico-isthmic area. Three implants on the left; in 2018: discovery of a sixth implant, having migrated and located in the greater omentum; on (B)(6) 2018: five essure devices seen in projection of the pelvic cavity. There is a small fragment of the device a located a little higher than the others, visualized in projection of the upper part of the left iliac wing [colonoscopy] (date unknown): negative. [Hysterosalpingogram] on (B)(6) 2012: good efficacy of essure implants, the tubes were not patent. Five implants seen, three of which are contiguous to the left [hysteroscopy] on (B)(6) 2011: first inserter guide with essure implant introduced without difficulty into left tubal ostium. Implant release maneuver done according to protocol, but the implant was not released and the system was blocked. Second implant was introduced, again the implant was not released. Third inserter guide inserted, tried to put the implant at level of right tubal ostium. Maneuver done according to recommended protocol, but for the third time, the implant was not released. Fourth implant then was delivered without problem in left tubal ostium. Three trailing coils visualized. On the right the implant was released without problem and two trailing coils were visible on the right [laparotomy] in 2018: exploration found a fragment of essure implant in omentum horn and a second fragment ¿totally impacted next to the vaginal hysterectomy scar, also appendicitis caused by the joining of the right ovary, which was also inflamed, to the appendicular tip. Two surgeons performed an omentectomy, right ovariectomy and an appendectomy; on (B)(6) 2018: five implants removed via subtotal hysterectomy, including salpingectomy and oophorectomy: on the right side, implanted material was responsible for "strange inflammation". On the left side, besides an ¿adhesive magma¿ comprising no less than 4 devices having migrated out of uterus and tubes, left tube and left ovary, a perforation of the uterus [magnetic resonance imaging] on (B)(6) 2018: migration of the various devices which appear to be confined to the pelvis and the para-uterine region [ultrasound pelvis] on (B)(6) 2011: five essure implants: one implant in right tubal ostium. One migrated in uterus with cervico-isthmic area. Three implants on the left quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-jan-2023: essure lot number, medical history, reporter causality comment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforation of the uterus"), device dislocation ("on left side, an ¿adhesive magma¿ comprising no less than 4 devices having migrated out of uterus, tubes, left tube, left ovary"), device breakage ("one essure fragment in omentum horn, second totally impacted next to the vaginal hysterectomy scar"), embedded device ("second fragment totally impacted next to the vaginal hysterectomy scar"), fallopian tube perforation ("1 in place and 3 having perforated the tube"), salpingitis ("on the right side, the implanted material was responsible for "strange inflammation""), appendicitis ("appendicitis"), noninfective oophoritis ("right ovary, also inflamed"), abdominal adhesions ("joining of right ovary to appendicular tip") and device expulsion ("one essure migrated with cervico-isthmic area") in a 38 year-old female patient who had essure inserted (lot no. 838572) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("essure device removal incomplete" from (B)(6) 2018 to (B)(6) 2018), inappropriate insertion of multiple contraceptive devices ("three devices inserted into left tube" on (B)(6) 2011), device insertion difficult ("device insertion into left tubal ostium difficult" on (B)(6) 2011) and device deployment issue ("three devices were not released in left tubal ostium" on (B)(6) 2011). The patient had a medical history of general anaesthesia and therapeutic abortion (in summer) in 2011 and periarthritis scapulohumeralis, thyroid nodule, rectocele, cystocele, anemia, rectal bleeding, hemorrhoids, heavy metal poisoning, nickel sensitivity, multigravida, drug allergy and smoker. As concurrent condition the report mentioned nickel sensitivity (from young age). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the day of essure insertion, she experienced pelvic pain ("significant pain in left lower abdomen"), dysmenorrhoea ("menstruation periods particularly painful"), abdominal pain ("belly aches"), adnexa uteri pain ("pain particularly in ovary"), gastrointestinal pain ("intestinal pain"), fatigue ("chronic and heavy fatigue / chronic fatigue"), joint pain ("joint pain"), dyspepsia ("digestive problems") and calcinosis ("calcification"). On (B)(6) 2011 she experienced device expulsion (seriousness criterion medically important). On (B)(6) 2018 she experienced device breakage (seriousness criterion intervention required). Essure was removed on (B)(6) 2018. In 2018 she experienced embedded device (seriousness criterion intervention required), appendicitis (seriousness criteria hospitalisation and medically important), noninfective oophoritis (seriousness criterion intervention required) and abdominal adhesions (seriousness criteria medically important and intervention required). An unknown time later she experienced uterine perforation (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), salpingitis (seriousness criterion intervention required), heavy menstrual bleeding ("intermittently hemorrhagic periods, apart from an antecedent in this sense"), headache ("unusual headaches, varying in intensity but frequent"), abdominal pain upper ("constant pain in the stomach, sometimes extending to the area of the ovaries"), paraesthesia ("tingling in the arms and hands"), asthenia ("generalized loss of energy"), disturbance in attention ("concentration disorders"), memory impairment ("immediate memory impairment"), loss of libido ("loss of libido"), sleep disorder ("unprecedented sleep disorders, non-restorative sleep"), initial insomnia ("difficulty falling asleep"), insomnia ("recurrent insomnia sometimes over several days, that only yields with help of medication"), skin reaction ("significant skin reactions (appearance of red patches) with associated oozing"), tendon calcification ("tendon pathology of the right shoulder, disabling (unbroken calcification)"), shoulder pain ("pain in left shoulder"), gastritis ("gastritis"), bursitis ("bursitis of right shoulder"), tinnitus ("tinnitus"), neck pain ("cervical pain"), uterine cervical pain ("cervical pain"), stress urinary incontinence ("stress urinary incontinence"), dyspareunia ("dyspareunia"), constipation ("major obstinate constipation requiring enemas") and vulvovaginal dryness ("vaginal dryness") and was found to have blood pressure increased ("blood pressure 160/90 (usual blood pressure 130/80),"). The patient was treated with surgery (laparotomy with subtotal hysterectomy, salpingectomy, oophorectomy on (B)(6) 2018, omentectomy on (B)(6) 2018, hysteroctomy, appendectomy on (B)(6) 2018, right ovariectomy on (B)(6) 2018 and ) and physical therapy (physiotherapy). At the time of the report, the embedded device, appendicitis, noninfective oophoritis, abdominal adhesions, device expulsion, dysmenorrhoea, heavy menstrual bleeding, paraesthesia, fatigue, asthenia and shoulder pain had resolved and the disturbance in attention and memory impairment had not resolved. The outcomes for uterine perforation, device dislocation, device breakage, fallopian tube perforation, salpingitis, pelvic pain, abdominal pain, adnexa uteri pain, headache, gastrointestinal pain, abdominal pain upper, loss of libido, sleep disorder, initial insomnia, insomnia, skin reaction, tendon calcification, arthralgia, dyspepsia, calcinosis, gastritis, bursitis, tinnitus, neck pain, blood pressure increased, uterine cervical pain, stress urinary incontinence, dyspareunia, constipation and vulvovaginal dryness were unknown. The reporter considered abdominal adhesions, abdominal pain, abdominal pain upper, adnexa uteri pain, appendicitis, joint pain, shoulder pain, asthenia, blood pressure increased, bursitis, calcinosis, constipation, device breakage, device dislocation, device expulsion, disturbance in attention, dysmenorrhoea, dyspareunia, dyspepsia, embedded device, fallopian tube perforation, fatigue, gastritis, gastrointestinal pain, headache, heavy menstrual bleeding, initial insomnia, insomnia, loss of libido, memory impairment, neck pain, noninfective oophoritis, paraesthesia, pelvic pain, salpingitis, skin reaction, sleep disorder, stress urinary incontinence, tendon calcification, tinnitus, uterine cervical pain, uterine perforation and vulvovaginal dryness to be related to essure administration. The reporter commented: initially physician report stated the three devices that could not be released in left tubal ostium plus inserters were already sent to company. Hysterosalpingogram 3 months later showed tubal occlusion, but five implants, three of which were contiguous to the left, one in right tube and one in uterine cervix-isthmic area. Patient experienced symptoms, and on (B)(6) 2018, a laparotomy with subtotal hysterectomy including salpingectomy and oophorectomy were performed. Afterwards fragments were detected, laparoscopy on (B)(6) 2018 found two embedded fragments, appendicitis caused by the joining of right inflamed ovary to the appendicular tip. After five essure devices and fragments were removed, many symptoms disappeared. The patient was tired from the operations she underwent, but the chronic fatigue had disappeared. She also no longer had pain in left shoulder, nor any paresthesia, but certain cognitive disorders remain. Left: 3 trailing coils; right: 2 trailing coils. Essure lot numbers as per source data: 816053, 838572, 882188 report of surgery dated (B)(6) 2018 : total hysterectomy (by laparoscopy and then laparotomy) with left oophorectomy and right salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2011: five essure implants: one implant in right tubal ostium. One migrated in uterus with cervico-isthmic area. Three implants on the left; in 2018: discovery of a sixth implant, having migrated and located in the greater omentum; on (B)(6) 2018: five essure devices seen in projection of the pelvic cavity. There is a small fragment of the device a located a little higher than the others, visualized in projection of the upper part of the left iliac wing [colonoscopy] (date unknown): negative [hysterosalpingogram] on (B)(6) 2012: good efficacy of essure implants, the tubes were not patent. Five implants seen, three of which are contiguous to the left [hysteroscopy] on (B)(6) 2011: first inserter guide with essure implant introduced without difficulty into left tubal ostium. Implant release maneuver done according to protocol, but the implant was not released and the system was blocked. Second implant was introduced, again the implant was not released. Third inserter guide inserted, tried to put the implant at level of right tubal ostium. Maneuver done according to recommended protocol, but for the third time, the implant was not released. Fourth implant then was delivered without problem in left tubal ostium. Three trailing coils visualized. On the right the implant was released without problem and two trailing coils were visible on the right [laparotomy] in 2018: exploration found a fragment of essure implant in omentum horn and a second fragment ¿totally impacted next to the vaginal hysterectomy scar, also appendicitis caused by the joining of the right ovary, which was also inflamed, to the appendicular tip. Two surgeons performed an omentectomy, right ovariectomy and an appendectomy; on (B)(6) 2018: five implants removed via subtotal hysterectomy, including salpingectomy and oophorectomy: on the right side, implanted material was responsible for "strange inflammation". On the left side, besides an ¿adhesive magma¿ comprising no less than 4 devices having migrated out of uterus and tubes, left tube and left ovary, a perforation of the uterus [magnetic resonance imaging] on (B)(6) 2018: migration of the various devices which appear to be confined to the pelvis and the para-uterine region [ultrasound pelvis] on (B)(6) 2011: five essure implants: one implant in right tubal ostium. One migrated in uterus with cervico-isthmic area. Three implants on the left; on (B)(6) 2012: 2 implants in the tubes, no peritoneal leakage. Endometrium seemed nomal quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforation of the uterus"), device dislocation ("on left side, an ¿adhesive magma¿ comprising no less than 4 devices having migrated out of uterus, tubes, left tube, left ovary"), device breakage ("one essure fragment in omentum horn, second totally impacted next to the vaginal hysterectomy scar"), embedded device ("second fragment totally impacted next to the vaginal hysterectomy scar"), salpingitis ("on the right side, the implanted material was responsible for "strange inflammation""), appendicitis ("appendicitis"), noninfective oophoritis ("right ovary, also inflamed"), abdominal adhesions ("joining of right ovary to appendicular tip"), device expulsion ("one essure migrated with cervico-isthmic area") and fallopian tube perforation ("1 in place and 3 having perforated the tube") in a 38 year-old female patient who had essure inserted (lot no. 838572) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("essure device removal incomplete" from (B)(6) 2018 to (B)(6) 2018), inappropriate insertion of multiple contraceptive devices ("three devices inserted into left tube" on (B)(6) 2011), device insertion difficult ("device insertion into left tubal ostium difficult" on (B)(6) 2011) and device deployment issue ("three devices were not released in left tubal ostium" on (B)(6) 2011). The patient had a medical history of general anaesthesia and therapeutic abortion (in summer) in 2011 and periarthritis scapulohumeralis, thyroid nodule, rectocele, cystocele, anemia, rectal bleeding, hemorrhoids, heavy metal poisoning, nickel sensitivity, multigravida, drug allergy and smoker. As concurrent condition the report mentioned nickel sensitivity (from young age). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the day of essure insertion, she experienced pelvic pain ("significant pain in left lower abdomen"), dysmenorrhoea ("menstruation periods particularly painful"), abdominal pain ("belly aches"), adnexa uteri pain ("pain particularly in ovary"), gastrointestinal pain ("intestinal pain"), fatigue ("chronic and heavy fatigue/chronic fatigue"), joint pain ("joint pain"), dyspepsia ("digestive problems") and calcinosis ("calcification"). On (B)(6) 2011, she experienced device expulsion (seriousness criterion medically important). On (B)(6) 2018, she experienced device breakage (seriousness criterion intervention required). Essure was removed on (B)(6) 2018. In 2018, she experienced embedded device (seriousness criterion intervention required), appendicitis (seriousness criteria hospitalisation and medically important), noninfective oophoritis (seriousness criterion intervention required) and abdominal adhesions (seriousness criteria medically important and intervention required). An unknown time later she experienced uterine perforation (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), salpingitis (seriousness criterion intervention required), heavy menstrual bleeding ("intermittently hemorrhagic periods, apart from an antecedent in this sense"), headache ("unusual headaches, varying in intensity but frequent"), abdominal pain upper ("constant pain in the stomach, sometimes extending to the area of the ovaries"), paraesthesia ("tingling in the arms and hands"), asthenia ("generalized loss of energy"), disturbance in attention ("concentration disorders"), memory impairment ("immediate memory impairment"), loss of libido ("loss of libido"), sleep disorder ("unprecedented sleep disorders, non-restorative sleep"), initial insomnia ("difficulty falling asleep"), insomnia ("recurrent insomnia sometimes over several days, that only yields with help of medication"), skin reaction ("significant skin reactions (appearance of red patches) with associated oozing"), tendon calcification ("tendon pathology of the right shoulder, disabling (unbroken calcification)"), shoulder pain ("pain in left shoulder"), gastritis ("gastritis"), bursitis ("bursitis of right shoulder"), tinnitus ("tinnitus"), neck pain ("cervical pain"), fallopian tube perforation (seriousness criterion intervention required), uterine cervical pain ("cervical pain"), stress urinary incontinence ("stress urinary incontinence"), dyspareunia ("dyspareunia"), constipation ("major obstinate constipation requiring enemas") and vulvovaginal dryness ("vaginal dryness") and was found to have blood pressure increased ("blood pressure 160/90 (usual blood pressure 130/80),"). The patient was treated with surgery (laparotomy with subtotal hysterectomy, salpingectomy, oophorectomy on (B)(6) 2018, omentectomy on (B)(6) 2018, appendectomy on (B)(6) 2018, right ovariectomy on (B)(6) 2018, and hysteroctomy) and physical therapy (physiotherapy). At the time of the report, the embedded device, appendicitis, noninfective oophoritis, abdominal adhesions, device expulsion, dysmenorrhoea, heavy menstrual bleeding, paraesthesia, fatigue, asthenia and shoulder pain had resolved and the disturbance in attention and memory impairment had not resolved. The outcomes for uterine perforation, device dislocation, device breakage, salpingitis, pelvic pain, abdominal pain, adnexa uteri pain, headache, gastrointestinal pain, abdominal pain upper, loss of libido, sleep disorder, initial insomnia, insomnia, skin reaction, tendon calcification, arthralgia, dyspepsia, calcinosis, gastritis, bursitis, tinnitus, neck pain, fallopian tube perforation, blood pressure increased, uterine cervical pain, stress urinary incontinence, dyspareunia, constipation and vulvovaginal dryness were unknown. The reporter considered abdominal adhesions, abdominal pain, abdominal pain upper, adnexa uteri pain, appendicitis, joint pain, shoulder pain, asthenia, blood pressure increased, bursitis, calcinosis, constipation, device breakage, device dislocation, device expulsion, disturbance in attention, dysmenorrhoea, dyspareunia, dyspepsia, embedded device, fallopian tube perforation, fatigue, gastritis, gastrointestinal pain, headache, heavy menstrual bleeding, initial insomnia, insomnia, loss of libido, memory impairment, neck pain, noninfective oophoritis, paraesthesia, pelvic pain, salpingitis, skin reaction, sleep disorder, stress urinary incontinence, tendon calcification, tinnitus, uterine cervical pain, uterine perforation and vulvovaginal dryness to be related to essure administration. The reporter commented: initially physician report stated the three devices that could not be released in left tubal ostium plus inserters were already sent to company. Hysterosalpingogram 3 months later showed tubal occlusion, but five implants, three of which were contiguous to the left, one in right tube and one in uterine cervix-isthmic area. Patient experienced symptoms, and on (B)(6) 2018, a laparotomy with subtotal hysterectomy including salpingectomy and oophorectomy were performed. Afterwards fragments were detected, laparoscopy on (B)(6) 2018 found two embedded fragments, appendicitis caused by the joining of right inflamed ovary to the appendicular tip. After five essure devices and fragments were removed, many symptoms disappeared. The patient was tired from the operations she underwent, but the chronic fatigue had disappeared. She also no longer had pain in left shoulder, nor any paresthesia, but certain cognitive disorders remain. Left: 3 trailing coils; right: 2 trailing coils. Essure lot numbers as per source data: 816053, 838572, 882188. Report of surgery dated (B)(6) 2018 : total hysterectomy (by laparoscopy and then laparotomy) with left oophorectomy and right salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2011: five essure implants: one implant in right tubal ostium. One migrated in uterus with cervico-isthmic area. Three implants on the left; in 2018: discovery of a sixth implant, having migrated and located in the greater omentum; on (B)(6) 2018: five essure devices seen in projection of the pelvic cavity. There is a small fragment of the device a located a little higher than the others, visualized in projection of the upper part of the left iliac wing. [Colonoscopy] (date unknown): negative. [Hysterosalpingogram] on (B)(6) 2012: good efficacy of essure implants, the tubes were not patent. Five implants seen, three of which are contiguous to the left [hysteroscopy] on (B)(6) 2011: first inserter guide with essure implant introduced without difficulty into left tubal ostium. Implant release maneuver done according to protocol, but the implant was not released and the system was blocked. Second implant was introduced, again the implant was not released. Third inserter guide inserted, tried to put the implant at level of right tubal ostium. Maneuver done according to recommended protocol, but for the third time, the implant was not released. Fourth implant then was delivered without problem in left tubal ostium. Three trailing coils visualized. On the right the implant was released without problem and two trailing coils were visible on the right [laparotomy] in 2018: exploration found a fragment of essure implant in omentum horn and a second fragment ¿totally impacted next to the vaginal hysterectomy scar, also appendicitis caused by the joining of the right ovary, which was also inflamed, to the appendicular tip. Two surgeons performed an omentectomy, right ovariectomy and an appendectomy; on (B)(6) 2018: five implants removed via subtotal hysterectomy, including salpingectomy and oophorectomy: on the right side, implanted material was responsible for "strange inflammation". On the left side, besides an ¿adhesive magma¿ comprising no less than 4 devices having migrated out of uterus and tubes, left tube and left ovary, a perforation of the uterus. [Magnetic resonance imaging] on (B)(6) 2018: migration of the various devices which appear to be confined to the pelvis and the para-uterine region. [Ultrasound pelvis] on (B)(6) 2011: five essure implants: one implant in right tubal ostium. One migrated in uterus with cervico-isthmic area. Three implants on the left; on (B)(6) 2012: 2 implants in the tubes, no peritoneal leakage. Endometrium seemed nomal. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-may-2023: events vaginal dryness, constipation, dyspareunia, urinary inconitance, blood pressure increased, cervix pain , fallopian tube perforation. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforation of the uterus"), device dislocation ("on left side, an ¿adhesive magma¿ comprising no less than 4 devices having migrated out of uterus, tubes, left tube, left ovary"), device breakage ("one essure fragment in omentum horn, second totally impacted next to the vaginal hysterectomy scar"), embedded device ("second fragment totally impacted next to the vaginal hysterectomy scar"), fallopian tube perforation ("1 in place and 3 having perforated the tube"), salpingitis ("on the right side, the implanted material was responsible for "strange inflammation""), appendicitis ("appendicitis"), noninfective oophoritis ("right ovary, also inflamed"), abdominal adhesions ("joining of right ovary to appendicular tip") and device expulsion ("one essure migrated with cervico-isthmic area") in a 38 year-old female patient who had essure inserted (lot no. 838572) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("essure device removal incomplete" from (B)(6) 2018 to (B)(6) 2018), inappropriate insertion of multiple contraceptive devices ("three devices inserted into left tube" on (B)(6) 2011), device insertion difficult ("device insertion into left tubal ostium difficult" on (B)(6) 2011) and device deployment issue ("three devices were not released in left tubal ostium" on (B)(6) 2011). The patient had a medical history of general anaesthesia and therapeutic abortion (in summer) in 2011 and periarthritis scapulohumeralis, thyroid nodule, rectocele, cystocele, anemia, rectal bleeding, hemorrhoids, heavy metal poisoning, nickel sensitivity, multigravida, drug allergy and smoker. As concurrent condition the report mentioned nickel sensitivity (from young age). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the day of essure insertion, she experienced pelvic pain ("significant pain in left lower abdomen"), dysmenorrhoea ("menstruation periods particularly painful"), abdominal pain ("belly aches"), adnexa uteri pain ("pain particularly in ovary"), gastrointestinal pain ("intestinal pain"), fatigue ("chronic and heavy fatigue / chronic fatigue"), joint pain ("joint pain"), dyspepsia ("digestive problems") and calcinosis ("calcification"). On (B)(6) 2011 she experienced device expulsion (seriousness criterion medically important). On (B)(6) 2018 she experienced device breakage (seriousness criterion intervention required). In 2018 she experienced embedded device (seriousness criterion intervention required), appendicitis (seriousness criteria hospitalisation and medically important), noninfective oophoritis (seriousness criterion intervention required) and abdominal adhesions (seriousness criteria medically important and intervention required). On unknown date she experienced uterine perforation (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), salpingitis (seriousness criterion intervention required), heavy menstrual bleeding ("intermittently hemorrhagic periods, apart from an antecedent in this sense"), headache ("unusual headaches, varying in intensity but frequent"), abdominal pain upper ("constant pain in the stomach, sometimes extending to the area of the ovaries"), paraesthesia ("tingling in the arms and hands"), asthenia ("generalized loss of energy"), disturbance in attention ("concentration disorders"), memory impairment ("immediate memory impairment"), loss of libido ("loss of libido"), sleep disorder ("unprecedented sleep disorders, non-restorative sleep"), initial insomnia ("difficulty falling asleep"), insomnia ("recurrent insomnia sometimes over several days, that only yields with help of medication"), skin reaction ("significant skin reactions (appearance of red patches) with associated oozing"), tendon calcification ("tendon pathology of the right shoulder, disabling (unbroken calcification)"), shoulder pain ("pain in left shoulder"), gastritis ("gastritis"), bursitis ("bursitis of right shoulder"), tinnitus ("tinnitus"), neck pain ("cervical pain"), uterine cervical pain ("cervical pain"), stress urinary incontinence ("stress urinary incontinence"), dyspareunia ("dyspareunia"), constipation ("major obstinate constipation requiring enemas"), vulvovaginal dryness ("vaginal dryness"), eye disorder ("eye disorder"), skin disorder ("dermatological disorder"), nausea ("nausea"), arrhythmia (" heart rhythm disorders"), ear, nose and throat disorder ("ent disorders") and metal poisoning ("she also experienced symptoms consistent with tin poisoning, following the insertion of essure") and was found to have blood pressure increased ("blood pressure 160/90 (usual blood pressure 130/80),"). The patient was treated with surgery (laparotomy with subtotal hysterectomy, salpingectomy, oophorectomy on (B)(6) 2018, omentectomy on (B)(6) 2018, hysterotomy, appendectomy on (B)(6) 2018, right ovariectomy on (B)(6) 2018 and ) and physical therapy (physiotherapy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, appendicitis, noninfective oophoritis, abdominal adhesions, device expulsion, dysmenorrhoea, heavy menstrual bleeding, paraesthesia, fatigue, asthenia and shoulder pain had resolved and the disturbance in attention and memory impairment had not resolved. The outcomes for uterine perforation, device dislocation, device breakage, fallopian tube perforation, salpingitis, pelvic pain, abdominal pain, adnexa uteri pain, headache, gastrointestinal pain, abdominal pain upper, loss of libido, sleep disorder, initial insomnia, insomnia, skin reaction, tendon calcification, arthralgia, dyspepsia, calcinosis, gastritis, bursitis, tinnitus, neck pain, blood pressure increased, uterine cervical pain, stress urinary incontinence, dyspareunia, constipation, vulvovaginal dryness, eye disorder, skin disorder, nausea, arrhythmia, ear, nose and throat disorder and metal poisoning were unknown. The reporter considered abdominal adhesions, abdominal pain, abdominal pain upper, adnexa uteri pain, appendicitis, arrhythmia, joint pain, shoulder pain, asthenia, blood pressure increased, bursitis, calcinosis, constipation, device breakage, device dislocation, device expulsion, disturbance in attention, dysmenorrhoea, dyspareunia, dyspepsia, ear, nose and throat disorder, embedded device, eye disorder, fallopian tube perforation, fatigue, gastritis, gastrointestinal pain, headache, heavy menstrual bleeding, initial insomnia, insomnia, loss of libido, memory impairment, metal poisoning, nausea, neck pain, noninfective oophoritis, paraesthesia, pelvic pain, salpingitis, skin disorder, skin reaction, sleep disorder, stress urinary incontinence, tendon calcification, tinnitus, uterine cervical pain, uterine perforation and vulvovaginal dryness to be related to essure administration. The reporter commented: initially physician report stated the three devices that could not be released in left tubal ostium plus inserters were already sent to company. Hysterosalpingogram 3 months later showed tubal occlusion, but five implants, three of which were contiguous to the left, one in right tube and one in uterine cervix-isthmic area. Patient experienced symptoms, and on (B)(6) 2018, a laparotomy with subtotal hysterectomy including salpingectomy and oophorectomy were performed. Afterwards fragments were detected, laparoscopy on (B)(6) 2018 found two embedded fragments, appendicitis caused by the joining of right inflamed ovary to the appendicular tip. After five essure devices and fragments were removed, many symptoms disappeared. The patient was tired from the operations she underwent, but the chronic fatigue had disappeared. She also no longer had pain in left shoulder, nor any paresthesia, but certain cognitive disorders remain. Left: 3 trailing coils; right: 2 trailing coils. Essure lot numbers as per source data: 816053, 838572, 882188 report of surgery dated (B)(6) 2018 : total hysterectomy (by laparoscopy and then laparotomy) with left oophorectomy and right salpingectomy according to the patient, she experienced gynecological and extra-gynecological symptoms related to essure; she also experienced symptoms consistent with tin poisoning, following the insertion of essure on (B)(6) 2011. The patient stated that she experienced symptoms due to deterioration of essure with particles release. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2011: five essure implants: one implant in right tubal ostium. One migrated in uterus with cervico-isthmic area. Three implants on the left; in 2018: discovery of a sixth implant, having migrated and located in the greater omentum; on (B)(6) 2018: five essure devices seen in projection of the pelvic cavity. There is a small fragment of the device a located a little higher than the others, visualized in projection of the upper part of the left iliac wing [colonoscopy] (date unknown): negative [hysterosalpingogram] on (B)(6) 2012: good efficacy of essure implants, the tubes were not patent. Five implants seen, three of which are contiguous to the left [hysteroscopy] on (B)(6) 2011: first inserter guide with essure implant introduced without difficulty into left tubal ostium. Implant release maneuver done according to protocol, but the implant was not released and the system was blocked. Second implant was introduced, again the implant was not released. Third inserter guide inserted, tried to put the implant at level of right tubal ostium. Maneuver done according to recommended protocol, but for the third time, the implant was not released. Fourth implant then was delivered without problem in left tubal ostium. Three trailing coils visualized. On the right the implant was released without problem and two trailing coils were visible on the right [laparotomy] in 2018: exploration found a fragment of essure implant in omentum horn and a second fragment ¿totally impacted next to the vaginal hysterectomy scar, also appendicitis caused by the joining of the right ovary, which was also inflamed, to the appendicular tip. Two surgeons performed an omentectomy, right ovariectomy and an appendectomy; on (B)(6) 2018: five implants removed via subtotal hysterectomy, including salpingectomy and oophorectomy: on the right side, implanted material was responsible for "strange inflammation". On the left side, besides an ¿adhesive magma¿ comprising no less than 4 devices having migrated out of uterus and tubes, left tube and left ovary, a perforation of the uterus [magnetic resonance imaging] on (B)(6) 2018: migration of the various devices which appear to be confined to the pelvis and the para-uterine region [ultrasound pelvis] on (B)(6) 2011: five essure implants: one implant in right tubal ostium. One migrated in uterus with cervico-isthmic area. Three implants on the left; on (B)(6) 2012: 2 implants in the tubes, no peritoneal leakage. Endometrium seemed normal quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-jun-2024: medical record received. New events tin poisoning, eye disorder, dermatological disorders, nausea, heart rhythm disorders & ent disorder added. According to the patient, she experienced gynecological and extra-gynecological symptoms related to essure; she also experienced symptoms consistent with tin poisoning, following the insertion of essure on (B)(6) 2011. The patient stated that she experienced symptoms d, deterioration of essure with particles release. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('on left side, besides an ¿adhesive magma¿ comprising no less than 4 devices having migrated out of uterus, tubes, left tube, left ovary, perforation of the uterus'), device dislocation ('on left side, an ¿adhesive magma¿ comprising no less than 4 devices having migrated out of uterus, tubes, left tube, left ovary'), salpingitis ('on the right side, the implanted material was responsible for "strange inflammation"'), device breakage ('one essure fragment of the essure implant in omentum horn, second totally impacted next to the vaginal hysterectomy scar'), embedded device ('one essure fragment of the essure implant in omentum horn, second totally impacted next to the vaginal hysterectomy scar'), appendicitis ('appendicitis'), noninfective oophoritis ('right ovary, also inflamed'), abdominal adhesions ('joining of right ovary to appendicular tip') and device expulsion ('one essure one migrated with cervico-isthmic area') in a (B)(6)-year-old female patient who had essure inserted for tubal ligation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "three devices inserted into left tube," on (B)(6) 2011, device difficult to use, "device insertion into left tubal ostium difficult," on (B)(6) 2011, and device deployment issue, "three devices were not released in left tubal ostium," on (B)(6) 2011. The patient's medical history included general anaesthesia on (B)(6) 2011, and abortion (in summer). Concurrent conditions included nickel sensitivity (from young age). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("significant pain in left lower abdomen"), adnexa uteri pain ("pain particularly in ovary"), gastrointestinal pain ("intestinal pain") and dysmenorrhoea ("menstruation periods particularly painful"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("essure device removal incomplete"). In 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required), appendicitis (seriousness criteria medically significant and intervention required), noninfective oophoritis (seriousness criteria medically significant and intervention required) and abdominal adhesions (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criterion medically significant), abdominal pain upper ("constant pain in the stomach, sometimes extending to the area of the ovaries"), headache ("unusual headaches, varying in intensity but frequent"), paraesthesia ("tingling in the arms and hands"), menorrhagia ("intermittently hemorrhagic periods, apart from an antecedent in this sense"), fatigue ("chronic and heavy fatigue"), asthenia ("generalized loss of energy"), disturbance in attention ("concentration disorders"), memory impairment ("immediate memory impairment"), loss of libido ("loss of libido"), sleep disorder ("unprecedented sleep disorders, non-restorative sleep"), initial insomnia ("difficulty falling asleep"), insomnia ("recurrent insomnia sometimes over several days, that only yields with help of medication"), skin reaction ("significant skin reactions (appearance of red patches) with associated oozing"), tendon calcification ("tendon pathology of the right shoulder, disabling (unbroken calcification)") and arthralgia ("pain in left shoulder"). The patient was treated with physical therapy (physiotherapy) and surgery (appendectomy on (B)(6) 2018, omentectomy on (B)(6) 2018, on (B)(6) 2018, laparotomy with a subtotal hysterectomy, salpingectomy, oophorectomy and right ovariectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018, the complication of device removal had resolved. At the time of the report, the uterine perforation, device dislocation, salpingitis, device breakage, pelvic pain, adnexa uteri pain, gastrointestinal pain, abdominal pain upper, headache, loss of libido, sleep disorder, initial insomnia, insomnia, skin reaction and tendon calcification outcome was unknown, the embedded device, appendicitis, noninfective oophoritis, abdominal adhesions, device expulsion, dysmenorrhoea, paraesthesia, menorrhagia, fatigue, asthenia and arthralgia had resolved and the disturbance in attention and memory impairment had not resolved. The reporter considered abdominal adhesions, abdominal pain upper, adnexa uteri pain, appendicitis, arthralgia, asthenia, complication of device removal, device breakage, device dislocation, device expulsion, disturbance in attention, dysmenorrhoea, embedded device, fatigue, gastrointestinal pain, headache, initial insomnia, insomnia, loss of libido, memory impairment, menorrhagia, noninfective oophoritis, paraesthesia, pelvic pain, salpingitis, skin reaction, sleep disorder, tendon calcification and uterine perforation to be related to essure. The reporter commented: initially physician report stated the three devices that could not be released in left tubal ostium plus inserters were already sent to company. Hysterosalpingogram three months later showed tubal occlusion, but five implants, three of which were contiguous to the left, one in right tube and one in uterine cervix-isthmic area. Patient experienced symptoms, and on (B)(6) 2018, a laparotomy with subtotal hysterectomy including a salpingectomy and an oophorectomy were performed. Afterwards fragments were detected, surgical exploration on (B)(6) 2018 found two embedded fragments, appendicitis caused by caused by the joining of right inflamed ovary to the appendicular tip. After five essure devices and fragments were removed, many symptoms disappeared. The patient was tired from the operations she underwent, but the chronic fatigue she suffered had disappeared. She also no longer had pain in left shoulder, nor any paresthesia, but certain cognitive disorders remain diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray on (B)(6) 2011: five essure implants: one implant in right tubal ostium. One migrated in uterus with cervico-isthmic area. Three implants on the left. On (B)(6) 2018: five essure devices seen in projection of the pelvic cavity. There is a small fragment of the device a little higher located than the others visualized in projection of the upper part of the left iliac wing; in 2018: discovery of a sixth implant, having migrated and located in the greater omentum. Colonoscopy on an unknown date: negative. Hysterosalpingogram on (B)(6) 2012: good efficacy of essure implants, the tubes were not patent. Five implants seen, three of which are contiguous to the left. Hysteroscopy on (B)(6) 2011: first inserter guide with essure implant introduced without difficulty into left tubal ostium. Implant release maneuver done according to the protocol, but the implant was not released and the system was blocked. Second implant was introduced, again the implant was not released. Third inserter guide inserted, tried to put the implant at level of right tubal ostium. Maneuver done according to recommended protocol, but for the third time, the implant was not released. Fourth implant then was delivered without problem in left tubal ostium. Three trailing coils visualized. On the right the implant was released without problem and two trailing coils were visible on the right. Laparotomy on (B)(6) 2018: five implants removed via a subtotal hysterectomy, including a salpingectomy and an oophorectomy: on the right side, implanted material was responsible for "strange inflammation". On the left side, besides an ¿adhesive magma¿ comprising no less than 4 devices having migrated out of uterus and tubes, left tube and left ovary, a perforation of the uterus; in 2018: exploration found a fragment of essure implant in omentum horn and a second fragment ¿totally impacted next to the vaginal hysterectomy scar, also appendicitis caused by the joining of the right ovary, which was also inflamed, to the appendicular tip. Two surgeons performed an omentectomy, right ovariectomy and an appendectomy. Magnetic resonance imaging. On (B)(6) 2018: migration of the various devices which, appear to be confined to the pelvis and the para-uterine region. Ultrasound pelvis on (B)(6) 2011: five essure implants: one implant in right tubal ostium. One migrated in uterus with cervico-isthmic area. Three implants on the left. Based on the available information, a review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation will be provided in a supplementary report.